Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic coronary angiography procedure. Reportedly, the device was positioned in the vessel and the physician pulled the plunger from the body of the device. The steps preceding plunger retrieval had not been performed. Although the deployment steps were being performed out of sequence, the physician attempted to place the sutures, which had not contacted the vessel wall. This resulted in the complete suture being pulled out of the patient's anatomy. Manual arterial compression was applied for 40 minutes to achieve hemostasis. Thirty minutes later, after vessel closure had been completed, the puncture site started to bleed. Manual arterial compression was applied for 30 minutes. The report indicated that there was a clinically significant delay in the procedure; however, there was no adverse patient sequela. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow the device deployment steps in the correct order. The device was discarded at the facility. Therefore, a failure analysis of the complaint device cannot be completed. The reported information indicates the user, in-training in the use of the device, attempted to deploy the device using an incorrect deployment sequence. The proglide instructions for use outline the correct deployment sequence for the device. Based on the received information and manufacturing inspection criteria, no product deficiency was identified and the most probable cause for the reported experience is related to user technique. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.